Event description:
It was reported that the ilet device screen became unresponsive to touch and was found to be cracked, resulting in inability to operate the device and necessitating replacement. Symptoms included no reported patient injury or adverse clinical effects. Outcomes included replacement of the device and no alerts or alarms reported. Investigation included review of complaint information and coordination of product exchange logistics. Investigation of this case revealed a damaged display with a nonresponsive touch interface. It was concluded that the device experienced physical damage to the screen leading to loss of touch functionality, with no patient harm reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.